Event description:
A pt reported experiencing inaccurate erratic results with a one touch ultra meter. The pt's blood glucose results were 104mg/dl, 254mg/dl, 221mg/dl. Tests were done within < 10 mins with a difference of 46%. Pt did not experience any adverse events. Customer's trips does not match the code of the meter. No further info has been reported.